Event description:
Caller indicated the relion prime was giving high readings. Spoke to the customer to get more details regarding her prime meter. Customer mis-dosed herself based on the readings she received on her prime meter. She took too much insulin and blacked out. Her friend had to call the paramedics 3 different times within 2 weeks. She received IV treatment. Customer refused to answer any more questions. She stated she does not remember the details because she has short term memory loss. She does not have any control solution. She stores her products in her living room; she seals her bottle cap immediately after removing a test strip and sometimes changes her lancets. Customer stated she was testing on her thigh because she refuses to test on her fingers. She does not clean her thigh before testing. I explained proper use and that the meter has not been approved by the FDA for testing on her thigh. Customer stated it was her fault for testing incorrectly. She was happy that I educated her on how to use the meter and explained how the blood in the thigh is different from the blood in her finger. She stated she does not want a refund or a replacement because it was not our fault. Explained we will need the product back for testing, but she will not return the meter because she was completing her blood test incorrectly by using her thigh as a testing site. She feels that the meter is working properly.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product will not be returned as issue was resolved with product training. Customer was not using the product as intended. Complaint closed. Issue was resolved with product training.